Event description:
Information provided states that the patient had a 3-level open tlif (transforaminal lumbar interbody fusion) case on (B)(6) 2019 to treat a degenerative scoli condition. X ray images taken in (B)(6) 2020 showed that the set screw had backed out. The patient underwent a revision surgery to replace the hardware. No adverse effects to the patient.